Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the cannula piece is still in buttocks. The patient¿s blood glucose level was unknown at the time of the incident. Customer stated that took out the sensor when she took the sticker off their was not needle. The customer was assisted with troubleshoot for sensor cannula/introducer needle break. The customer thinks that the cannula piece is still in he buttocks. Customer reports the sensor cannula fractured while in the body. Customer reports the sensor cannula is still in the body. The alleged device is not expected to be returned for analysis.